Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and audio anomaly. The customer¿s blood glucose level was 317 mg/dl. The customer reported that the display was flashing white. It was reported that the customer received new battery cap, but also had blank display. The customer declined troubleshooting for high blood glucose. It was reported that they did not heard the alarm nor felt the vibrate. The insulin pump will not be returned for analysis.